Event description:
It was reported that the device was undersensing atrial events. Programming changes will be discussed with the physician. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.